Event description:
It was reported that the target lesion was in the proximal right coronary artery, and was moderately tortuous, moderately calcified, with a 100% stenosis. Predilatation was being performed on the chronic total occlusion with the a 1.2x6 mm trek; however, the balloon ruptured on the first inflation of 7 atmospheres, for 10 seconds. A non-abbott balloon was used to complete the procedure. There was no resistance felt during advancement or retraction of the balloon catheter from the patient. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough, wizard. Guide cath: heartrail 2 jr 4.0. It was not possible to perform an analysis on the product because it was not returned to abbott vascular for investigation. There was no report of any leak noted during preparation prior to use, which suggest that a product deficiency did not contribute to the reported complaint. It is possible that the balloon material was damaged (scratched) during interactions with accessory devices and/or the reported moderately tortuous, moderately calcified, 100% stenosed lesion, such that the balloon ruptured during the inflation attempt; however, this could not be confirmed. Factors that may contribute to balloon material ruptures include, but are not limited to, balloon damage during manufacturing, material deficiencies, handling of the product during preparation for use, insufficient preparation prior to use, and/or interaction with the lesion/anatomy, a previously implanted stent, guiding catheter, guide wire and other accessory devices. To help ensure this type of damage is not the result of a manufacturing deficiency, all balloon catheters are 100% visually inspected for balloon damage, including at the point where the balloon is inserted into the protective sheath. Additionally, all balloon catheters are 100% leak tested prior to packaging, and a sampling of units is destructively tested to verify balloon rated burst pressure and balloon integrity prior to release. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. There is no indication of a product quality deficiency.